Event description:
It was reported that the spyglass catheter kinked during a routine diagnostic left heart catheterization procedure. Intervention was required in order to remove the catheter. The patient is reportedly recovering.